Event description:
It was reported that during the iabp balloon implantation process for one patient, the balloon could not be fully opened after implantation, and after multiple adjustments, it was still ineffective. No subsequent harm was caused to the patient.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The dilator and pressure tubing were also returned. The pressure was returned unused. The inner lumen found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d9 (device available for eval?), g1, g3, g6, h2, h6 (type of investigation), h11. Corrected fields: h6 (component codes).